Event description:
It was reported via a competitor that the patients right ventricular (rv) lead exhibited low impedance. The physician and patient will discuss treatment options. The lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).